Event description:
The physician successfully used a protege self-expanding stent to treat peripheral artery disease. It was noted post use of the device that the device had expired. It was reported that the staff in the operating room failed to read expiration date on the device packaging prior to use. There was no impact on the patient as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.